Event description:
Device report from synthes (B)(4) service and repair reports an event in (B)(6) as follows: there was a device failure: sent in for repair. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
During the inspection, the technician found the bearing of the device defective/not functioning. The reported observation is due to normal wear. The device received inspection. After service, the execution of the final inspection, has been performed through regular functionality checks of the product. Service record review is unavailable. Placeholder.

Manufacturer narrative:
This device used for treatment and not diagnosis. Lot number cannot be verified as a synthes lot number. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: no service history review can be performed. The item has not been in for service. There is no information relevant to the current complained issue. The manufacture date of this item is 09/27/2005.